Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If pertinent information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator in association with the transvenous right ventricular (rv) pace lead apparently exhibited out of range (oor) pace impedance measurement greater than 2,000 ohms, per latitude. There were no reported adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that over eight years later, this device was explanted for an unrelated reason and was returned for laboratory analysis.